Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2008. It was reported the ipg will be explanted and replaced due to no output and no telemetry. No surgery date has been determined at this time. Follow up on the pt found no further issues reported.